Event description:
It was reported to covidien that the unit's display digits are incomplete. There was no pt involved.

Manufacturer narrative:
Covidien service verified the intermittent missing segments and replaced the front board. The manufacture date is unk for the serial number provided. (B)(4).